Event description:
It was reported that this patient expired one day post-implant of their cardiac resynchronization therapy defibrillator. No allegation was made that the device caused or contributed to the patient's passing. It was noted that, prior to discharge, loss of capture occurred on the left ventricular channel and that had also been the case when the device was checked post-implant as well. No information was provided regarding post-mortem device location. The field representative later reported that the physician did not believe that the device caused or contributed to the patient's death.

Event description:
It was reported that this patient expired one day post-implant of their cardiac resynchronization therapy defibrillator. No allegation was made that the device caused or contributed to the patient's passing. It was noted that, prior to discharge, loss of capture occurred on the left ventricular channel and that had also been the case when the device was checked post-implant as well. No information was provided regarding post-mortem device location.